Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2018 customer reportedly received the following results on the aviva system within 10 minutes: 384 mg/dl and 161 mg/dl. On (B)(6) 2018 customer reportedly received the following results on the aviva system within 10 minutes: 319 mg/dl and 127 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.